Event description:
After the original hip injury from an mva in 1995, another hospital performed an open reduction internal fixation of a severe pelvic fracture. The pt has experienced drainage intermittingly since, requiring drain off procedure. Staph infection was found recently. So it was detemined to remove the hardware and proceed with a revision.